Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-nov-11 information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that hadn't worked for them and they needed it out. On 2025-jan-05 additional information was received from the patient. They reported that they have had it several years and it had caused a severe problem from their device. On 2026-feb-23 additional information was received from the patient. They reported that it never worked and while they were on the phone with the manufacturer, they changed up the device and pain went down the same leg as the implant and their toe next to their big toe pulled back as they were watching it, a hammertoe. It was very painful and they were crying. They were told there was nothing they could do about it. The device, they would feel tingling quite often. To this day their toe would get very painful and their other 3 sm aller toes pull under.

Event description:
Additional information was received from the patient. The patient reported that while on the phone, they adjusted a pain from down the left leg to their foot, and the second toe from the big toe drew back and caused a painful hammertoe. They also reported that their leakage is worse than ever!! They want them to compensate to fix my toe and pain!!

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.